Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected vitros tropi es result was obtained from a patient sample tested on a vitros xt7600 integrated system. The definitive assignable cause could not be determined with the information provided. Based on historical quality control results, a reagent issue did not likely contribute to the event. However, the customer does not process a quality control that adequately evaluates performance of the vitros tropi es reagent for sample with troponin I concentrations < url (0.034 ng/ml), therefore, a reagent issue cannot be entirely ruled out as a contributing factor. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros product tropi es reagent lot 6390. Vitros tropi es precision testing performed was within acceptable guidelines, suggesting an instrument issue was not likely a contributing factor. In addition, pre-analytical sample processing could not be ruled out as a contributing factor, as it was established that the customer was not following the sample collection device manufacture recommendation for sample centrifugation and cellular debris, due to poor sample preparation, was likely present in the affected sample, although this could not be confirmed

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a non-reproducible, higher than expected vitros troponin I (tropi) es result was obtained from a patient sample tested on a vitros xt7600 integrated system. Patient sample result of 0.230 ng/ml vs. The expected result of <0.012 ng/ml biased results of the magnitude and direction observed may led to inappropriate physician action if they were to occur undetected. The higher-than-expected vitros tropi es result was not reported outside of the laboratory, and there was no reported allegation of harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).